Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient experienced discomfort with the position of their implanted pulse generator. A surgical intervention is anticipated in the near future. No further information is available.

Event description:
New information received states the ipg was repositioned on (B)(6) 2020. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.